Event description:
The user facility reported that the glidewire gt "broke" during a carotid artery stenting procedure. The following information was provided by the user facility: the glidewire was used in conjunction with a micro catheter; a fracture of the wire occurred while the physician was applying torque forces to the device while its tip was fixed; subsequently, the wire became separated; the entire device was able to be retrieved successfully along with the micro catheter by applying aspiration to the micro catheter; there was no reported impact to the patient as a result of the event; and the procedure was completed successfully.

Manufacturer narrative:
Results: based on evaluation of user facility information and the returned sample; based upon evaluation of undamaged sections of the returned sample. Conclusions: based on evaluation of user facility information and the returned sample; based upon evaluation of undamaged sections of the returned sample. The involved device was returned and evaluated. Examination confirmed the glidewire had been fractured into two pieces at approximately 215mm from the distal end. Microscopic examination revealed that the urethane layer had been elongated at the ends indicating that the actual sample had been subjected to a pulling force. Evaluation of undamaged sections of the returned sample confirmed there were no anomalies or defects. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitely determined based upon the available information, the investigation findings show that it is likely the wire was subjected to repetitive torque manipulations resulting in separation of the device. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including, "do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire gt" and "do not rotate the guidewire repetitively in a curved vessel for a long period of time as this may cause damage to the guide wire gt." All available information has been place on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).